Event description:
Device malfunction: none time of malfunction: none symptoms: visual changes, retinal artery occlusion time of symptoms: after the carotid procedure on 5/15/2006. Carotid procedure was 2006. After a left carotid stent procedure the pt experienced left eye visual changes caused by reninal artery occusion. A CT scan and ultrasound imaging showed good flow through the pt's carotid stent and no cerebral infarction or bleeding. The pt did experience a minor event after his left carotid stent related to the retinal branch artery occlusion; however, the pt is regaining function and is expected to fully recover. No additional info was available.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor.